Event description:
It was reported that; during impaction of a trial, a small metal fragment from within the connection of the handle to the trial shaft broke off. The fragment did not fall into the wound. No adverse event occurred. The doctor switched to a t-handle to finish impaction.

Manufacturer narrative:
Method: device not returned;results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified.conclusion: the most likely cause of the reported event was determined to be the overload during usage.

Event description:
It was reported that; during impaction of a trial, a small metal fragment from within the connection of the handle to the trial shaft broke off. The fragment did not fall into the wound. No adverse event occurred. The doctor switched to a t-handle to finish impaction.